Event description:
A malfunction occurred, indicated by a displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information, and the customer planned to complete the reset and follow up if the issue persisted.